Event description:
Md states: used "indermill" to close the laceration and despite a physical barrier (my gloved fingers) a drop on the indermill managed to drip onto her eyelid margin and flued her eye shut. We did wash it with saline and water and soapy water with some removal of the indermill. The medical portion of the eye opened, but the lateral aspect was still guled shut and will have to wear off over the next few days."